Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (350 mg/dl). The infusion set was changed multiple times. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were found. The customer declined to removed the current infusion set site as it had been changed multiple times. The customer stated that insulin injections were available if the high bg continues. The customer declined further follow-up.